Event description:
Event description guidant received information the patinet implanted with this cardiac resynchonization therapy-defibrillator (crt-d) and lead system presented to the clinic with complaints of dizziness. The device was interrogated and no recent epsiodes had been recorded. Review of device history identified previous episodes depicting electrogram noise on the r/s channel with fine noise on the shock channel. This noise was associated with oversensing resulting in inappropriate shock therapy, as well as pacing inhibition; the patient is pacemaker dependent. Pocket manipulation and patient isometrics did not reproduce the clinical observations. Additionally, diminished rv & lv pacing impedance was identified.